Event description:
As per: deshmukh, aj, et al., jbjs case connect 2012;2:e25. 'Early failure of a ceramic-on-metal total hip arthroplasty. A case report.' Allegedly a woman ((B)(6) at primary) revised 15 months post-op. Patient had groin/thigh pain and instability 8 mths post-op, then suffered anterior dislocation (treated with closed reduction). MRI showed signs of alval bursitis, synovitis, effusion, inflammation. All components revised, alval confirmed. Patient initially implanted with dynasty ceramic-on-metal articulation, ti mod neck, cementless profemur stem (brand not specified, possibly renaissance or lx). Articulation used not indicated for use in the us (ceramic head on metal liner). Authors' wear analysis showed edge-loading wear on cocr liner, no wear on ceramic head.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2012-01266, 01267, 01268, 01269.

Manufacturer narrative:
Additional information received: patient identifier: (B)(6), lot number; implantation date.

Manufacturer narrative:
Conclusion: user error contributed to event.the complaint was reviewed and analysis showed no trend for item/lot. The package insert was also reviewed. The product was not returned.evidence that product in specification when used.